Event description:
A site reported to rxsight that a patient with a history of prior retinal repair, partial vitrectomy, cystoid macular edema and 2 prior intraocular lens exchanges had their light adjustable lens (lal, sn (B)(6), +21.0 d) explanted due to patient dissatisfaction with distance vision.

Manufacturer narrative:
The device history record for the manufacturing lot was reviewed and there were no discrepancies or unusual findings. Manufacturer reference #: (B)(4).

Manufacturer narrative:
This supplemental report is submitted to provide the results of the investigation. Updates to sections d9, h3 and h6. The explanted lal was returned to rxsight. A visual inspection was performed and no anomalies were noted.